Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
"Brand name": from "astratech impl ev 5.4s 8mm os" to "osseospeed ev 5.4 s - 8 mm." "Catalog number": from "26361" to "25252."